Manufacturer narrative:
There were several affected lots including 4037744, 4034016 and 3977457 with the majority being 4037744. However, the number of affected items per lot was not noted.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported the unit was leaking from the bladder. The reported incident occurred after filling and post compounding visual inspection. There was no patient involved and no adverse effect was noted.